Event description:
A peritoneal dialysis (pd) reported a patient was admitted to the hospital for pneumonia. Medical records were requested.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the physician's assessment of the reported information and the plant's investigation.